Manufacturer narrative:
A device history record review was performed for the subject device part # 314.119 synthes lot # 6441538, supplier lot # 6441538, expiration date: na, release to warehouse date: 19 oct 2010 manufactured by synthes (B)(4), no ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted a review of the photograph provided. A photo was provided by the reporter which showed the device in two pieces. The device broke at the transition/ step from proximal quick coupling to circular shaft. Whether any fragments were generated was not able to be determined from the provided photo. The 314.119 stardrive screwdriver shaft t25/quick coupling is a reusable device used to insert and remove screws with t25 stardrive screw head recesses. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Drawings were reviewed during this investigation. No product design issues or discrepancies were observed. A dimensional inspection near area of breakage was not able to be performed at cq because the 7+ year old reusable screwdriver shaft that broke was not returned to cq for investigation/analysis. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient¿s date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a stardrive screwdriver shaft broke during a arthroscopy surgery performed on (B)(6) 2017. There is no report of patient harm or surgical delay. This report is for one (1) stardrive screwdriver shaft t25/qc. (B)(4).